Event description:
It was reported, that while observing a mid-shaft femur fracture, the surgeon reported that on calibration of the nail and targeting device, the drill bit was not flowing freely through the antegrade locking hole. The rep further reported that after inserting the nail and wanting to lock it with the antegrade screw, the surgeon made the incision and cleaned out the bone with the dissecting scissors. He further reported that the surgeon pushed the drill sleeve up against the bone and proceeded to drill first with the cortical drill and then with the calibrated drill. The surgeon reported that once he was drilling with the calibrated drill bit, the drill bit was hitting the nail distally of the antegrade locking hole. The case was completed by moving the drill sleeve to correct the aim. There were no adverse consequences for the pt. The jig and targeting devices are being returned for investigation.

Manufacturer narrative:
Add'l info has been requested and if rec'd will be reported on a supplemental report.